Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked error logs and found no significant errors pertaining to universal surgical manipulator (usm) or set up joint (suj) 1. The fse fully tested usm 1 and could not duplicate the reported issue. The fse performed system verification and test drive. The system was tested for use.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the universal surgical manipulator (usm) 1 would not lock into place when clutching and moving. The issue persisted after releasing the clutch. The customer continued with the procedure when they called in, and no troubleshooting was performed. The procedure was completed as planned with no reported patient injury.